Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing during atrial fibrillation (af) which appeared to have atrial pacing (ap) or ventricular pacing (vp) with loss of capture. Based on the telemetry strips, shock was given followed by atrioventricular (av) pacing. On the later part of the telemetry strip, there was ap followed by no right ventricular (rv) event. The patient is dependent. The patient was given 41 joules of commanded shock for af conversion. There was no pacing for 10 seconds post shock. Boston scientific technical services (ts) explained smart blanking and post shock pacing parameters. Also, ts reviewed programming recommendations to increase to a fixed value, 65 or 85 ms and that future builds made a change to the nominals, going to 65ms. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.